Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention the cypher stent failed to reach the target lesion at the circumflex. Add'l info was received indicating that during withdrawal the device got stuck in the sheath, however it was removed from the pt. The target lesion was treated with another unk stent and there were no injuries to the pt. There was no add'l info provided.